Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer reported false positive results (growth of (B)(6) plates that was not (B)(6)) when using chromid mrsa, (B)(4). The expected results should have been identified as (B)(6). Customer did not report any patient harm or delay in results.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Evaluation of manufacturing and qc records for the implicated batch indicate the product performed in accordance with specifications and no anomalies were observed. The customer did not comply with biomérieux's request for strain submittal. Therefore, no additional investigation is possible. The issue reported by the customer could not be confirmed.